Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a pcu8015 sn (B)(4). The pcu was not connected to server, but it picked incorrect library. The library only had "epidural" profile. (B)(4) said only 8 pcus in the hospital supposed to have this library. The majority of pcus in the hospital have correct library (more profiles to choose). Case resolution: I advised (B)(4) to transfer a correct network configuration to make the pcu connected to the correct network and update the correct library. (B)(4) did not have the correct network configuration package with him. He will find a correct network configuration package and upload it to the pcu. If he still needs assistant, he will call back. (B)(4).